Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, an image and photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a repair procedure using the hickman/leonard/broviac repair kit. Post the procedure, it was reported that a home-tpn patient experienced difficulty with infusion, and the IV bag was not empty in the morning. A chest x-ray determined that the repair rod within the catheter lumen had shifted. Another repair procedure was completed to prevent further shifting of the rod. There was no patient reported injury.